Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018, the customer received the following results, with two different meters, within 10 minutes: 18.8 mmol/l (mobile system) and 6.7 mmol/l (aviva system). On (B)(6) 2018, the customer received the following results, with two different meters, within 10 minutes: 16.0 mmol/l (mobile system) and 5.5 mmol/l (aviva system). No adverse event reported. Return of the suspect device was requested for evaluation.